Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s mother) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained lioresal [2000 mcg/ml] at a dose of 713.4 mcg/day. It was reported the patient was in for a pump replacement for normal early replacement indicator (eri). When discussing therapy in pre-op, the consumer stated the pump that was at eri had not been ¿as accurate¿. The consumer stated that during refills, a high volume of drug would be removed from the reservoir than what was stated to be in the pump on the report. It was unknown when the events occurred. The pump was already being replaced due to eri, the representative stated it was not replaced due to the volume discrepancies. It was unknown what diagnostics/troubleshooting had been performed. The pump was replaced on (B)(6) 2017; the explanted pump was discarded. The issue was resolved at the time of the report. The patient's status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported.